Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off without user input. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, powers off without user input, which was reproduced during evaluation on dc power. The reported symptom was confirmed through a review of the event history log. Evaluation found on dc power the pump would only power on when the battery was pressed against the pump. Once the pressure was removed, the display would fade and flicker. Two depressed battery pins were identified as the cause. The rear case was replaced to correct the condition.